Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/24/2026. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: could you please confirm the lot number? Unk. Do you have any photos available for visual analysis? Yes. See the attached local letter. What measures were implemented to retrieve the broken piece? The patient was x-rayed and there was no fragment of the needle. Was there any additional tissue damage resulting from the search for the needle piece?no. In which tissue structure was the broken needle located? Unk. What is the surgeon's opinion of the potential consequences for the patient? No adverse consequence. Please provide the source or title of external person providing answers to follow-up (B)(6). A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown breast and endocrine procedure on (B)(6) 2026 and suture was used. During an unknown breast and endocrine surgery, the needle at the tip was broken during the suturing procedure. There is a possibility that the needle tip was grasped with a needle holder during needle removal. A visual search was performed, but no confirmation was found. An x-ray was performed because of concerned about the possibility of the damaged part remaining inside the body. The x-ray showed no foreign matter shadows inside the body. No pieces were left inside the patient. Based on the above results, it was determined that there was no pieces were left inside the patient and the procedure was terminated. No additional clinical intervention required. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.